Event description:
It was reported that after transferring a patient who had an impella cp implanted from one supporting automated impella controller to a second, the impella cp would not restart. Two additional automated impella controllers were tried without success. The patient expired.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
The investigation of automated impella controller (aic) - pump stop has been completed. The impella device was returned for evaluation. Based on the data and device analysis the root cause of the aic-pump stop, i.e., the impella defective alarm, was not related to any issue with the aic, and no problem was found with the aic. B1 product problem was inadvertently omitted on the initial manufacturer device report number 1220648-2025-30963. H6 health effect - clinical code 4582 was erroneously entered on the initial manufacturer device report number 1220648-2025-30963. H8 usage of device was erroneously selected on the initial manufacturer device report number 1220648-2025-30963.